Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium large clip applier instrument was analyzed and was found with a grip bent. The damage was found near the base of the clip groove, causing a 0.35mm offset at the tips. As a result, the clip could not be properly loaded on the grips.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a medium-large clip applier instrument were damaged. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and no damage was found. A fragment fell inside the patient when inserting a clip. The surgeon did notice issues with the functionality of the instrument during the surgical procedure. The damage to the jaws was referring to the issue that the jaws could not retain the clips. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The wrist was straightened prior to final removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The fragments were retrieved laparoscopically from the robotic port. It was confirmed visually that all fragments were removed. No additional surgical procedure was required, and no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment will not be returned back to isi, as it was discarded by the hospital. No photographic images of the device(s) or a video recording of the procedure are available for review.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the medium-large clip applier instrument, but intuitive surgical, inc. (Isi) has not received the instrument for failure analysis investigation. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received.